Event description:
A peritoneal dialysis pt's clinic mgr reported the pt was diagnosed (B)(6) 2015 with staphylococcus aureus peritonitis. The infection was attributed to touch contamination, where the pt frequently had non compliance with technique and sterility. The clinic mgr indicated the pt did not practice aseptic technique during treatment: the pt did not wash hands and did not don a mask. There were no reported fluid leaks during treatment prior to infection. The pt was treated in clinic and was not hospitalized for the peritonitis and was administered an unk dose, route, and frequency of vancomycin and fortaz. Med records were requested.

Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.